Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that after four days of use, the white lumen of the catheter twisted and the pt had an increase in his blood pressure. The catheter was withdrawn and another catheter was successfully placed. The insertion site was the left femoral. The outcome of the pt is noted as "fine". No reported pt complications or injury.